Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five appropriate shocks for ventricular fibrillation (vf). After the fifth shock, this s-ICD oversensed noise resulting inhibition of post shock pacing during a possible asystole. Boston scientific technical services (ts) reviewed the device data and noted that the shocks are not effective at times and that the shock impedance is at the higher end. Ts recommended evaluating the system placement. Ts also noted that this patient might be ore suitable for a device with brady support. The field representative noted that this s-ICD was replaced with a transvenous system. Additional information received indicates that the patient underwent an electrophysiology study that induced ventricular fibrillation (vf). The s-ICD was proactively explanted as this patient was prescribed heavy beta blockers along with other drug regimens potentially causing the need for pacing. The device is not expected to be returned for evaluation.